Event description:
It was reported that the pt had a new catheter and pump implanted. The pt "didn't recover well from the surgery" and they went back in february to get the pt checked at which time a catheter kink was confirmed. The pt experienced severe pain in lower spine, in legs, and diaphragm and difficulty walking. It was noted that new catheter was kinked/twisted with the old catheter that was not removed during the last surgery. The reporter indicated that both the pt and his wife state that they can feel the catheter under the skin on the back; the pt states that he feels the catheter moving. The pump contained morphine. Final pt outcome was not reported.

Manufacturer narrative:
.